Event description:
As reported by the user facility in (B)(6): a pt on (B)(6), had a 20 g introcan pur inserted, no issues. The pt left the ward for a cigarette and returned sometime later holding the hub of the cannula, along with the needlefree attached and handed it to the nurse. A dr discussed the options for removal but the pt insisted that it be removed surgically. Another dr witnessed the pt scratching her arm and pushing down on it massaging the catheter further into the vein. It has been documented in her notes, that the medical staff believe this to be done on purpose by the pt and that she may have other underlying issues. The dr said the piece of catheter left in the hub is too clean cut and that he is convinced the pt did it herself. The pt was due to go to theatre this afternoon for the catheter to be removed.

Manufacturer narrative:
(B)(4). B braun medical inc (importer) is submitting this report on behalf of (B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A f/u report will be provided after the inspection results are available.